Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after consuming a sugary beverage while already elevated post-lunch, leading the caregiver to suspect an infusion site issue with a 23" teflon 6 mm inset infusion set; the agent reviewed synchronized reports, confirmed insulin delivery and absorption with downward glucose trends, verified 6.04 units on board via algorithm history, and discussed monitoring. Symptoms included hyperglycemia without reported adverse clinical sequelae. Outcomes included no hospitalization and resolution through observation and continued automated insulin delivery. Investigation included review of device logs and blood glucose trend data, confirmation of insulin on board, and caregiver education on monitoring. Investigation of this case revealed no device or component malfunction and was consistent with expected postprandial glucose excursion from carbohydrate intake with subsequent appropriate insulin-mediated correction. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed or underestimated meal announcement leading to transient hyperglycemia with normal device performance.